Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for other chronic/intract pain (trunk/limbs) reported via the manufacturer's representative (rep) there was discomfort with the pocket since implant. As a result the implantable neurostimulator (ins) was moved up a few weeks ago. Following the revision the consumer recovered completely.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.